Event description:
It was reported by the sales rep that during a laparoscopic nissen fundoplication, the surgeon inserted the 10/12 bladeless trocar without insufflation. During insertion, the descending aorta was punctured. The puncture was not noticed until the end of the surgery, converted to a laparotomy and repaired.